Event description:
Caller reported aviva system blood glucose results. All results mg/dl: 547 at 5:32 p.m., 328 at 5:32 p.m., 235 at 5:36 p.m, 194 at 5:41 p.m., 241 at 5:43 p.m. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.